Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged and servicing will be performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Updated section: b5: desc evt problem h6: FDA imf code investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported dl sheath repair was performed on damage closest to the dl controller connection. Log files were reviewed and no alarms were noted. Also the patient confirmed that no alarms had been ever created actually since implant date. The reason for the patient called the vad coordinator about the dl damage, was the concern of clear cracks visualized on the previous sheath repair tape and because of a circular cut in the carbothane outer sheath that could be exposed to anything entering the dl. A previous sheath repair was noticed when inspecting the dl damage. It was clear that the previous dl repair had cracks. The old sheath repair was removed and visualized that the clear and circular carbothane outer sheath circular was cut but there were no signs of any damage to the silicone layer and no signs of any wires exposed. Also the thick and reinforced plastic sheet near the controller connection cable, had clear signs of frayed edges. All wires were straight and no signs of twist. A covered up above the thick reinforceme nt near the controller connection cable was performed, to a stabilize and repair the dl.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as the visual evidence provided, revealed that a previous repair was worn out. Additionally, a circumferential tear in the outer sheath of the driveline and damage to the driveline strain relief were identified. Additionally, the visual evidence revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the tear in the outer sheath and the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline sheath repair damage and strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.